Manufacturer narrative:
The device was returned to olympus for evaluation. The reported complaint was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image from the scope. The issue was found during preparation for use for an unspecified diagnostic procedure. Troubleshooting was performed identifying no image when using three (3) different 180 series scopes which were tested using two (2) different maj-1430 cables. The 190 series scopes had no issues showing an image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause and the cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.